Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, as shown in the electrogram (egm) and rythmiq events. Technical services (ts) reviewed the event and confirmed that both resulted in inappropriate atrial pacing (ap) and atrioventricular (av) dissociation during rythmiq. Ts also noted that the sensing measurements were adjusted accordingly. This ra lead remains in service and will not be returned. No adverse patient effects were reported.